Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the lost to follow-up non-dependent patient presented to clinic for follow-up, low pacing lead impedance, low hv lead impedance and long charge time was observed. Interrogation revealed that the elective replacement indicator was reached on (B)(6) 2017 and device reached end of service (eos) few days later. The long charge time event few months later could be due to battery eos condition. At clinic, device could not capture at any programmed voltage. Patient will be scheduled for device replacement. Patient¿s condition was stable.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed in the lab. Interrogation of the device revealed the device was at end of life when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Pacing, sensing, impedance, hv output, patient notifier was tested and no anomaly was detected. The cause of the field event is an internal battery anomaly.